Event description:
It was reported that during implant, the lead exhibited loss of sensing. The lead was not used and a new lead was successfully implanted. The patients condition was good.

Manufacturer narrative:
(B)(4). Final analysis found normal device characteristics.